Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Concomitant product(s): unknown oxford bearing, unknown oxford tibia. Literature - j. Knifsund1, j. Hatakka, h. Keemu, k. Mäkelä, m. Koivisto, t. Niinimäki, md (2017). Unicompartmental knee arthroplasties are performed on the patients with radiologically too mild osteoarthritis. Scandinavian journal of surgery, the finnish surgical society 2017. Page 2. Doi: https://doi.org/10.1177/1457496917701668. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer

Event description:
It was reported in a journal article that 2 knee revisions occurred due to femoral component loosening. No further information is available at this time.